Manufacturer narrative:
A ge rep evaluated the sys and replaced the hard drive and rtos single board computer, and reloaded the sys software and configuration files. The sys operates as intended.

Event description:
The customer reported the sys displayed a file sys corrupt error. The sys will not function. No pt injury was reported.